Event description:
As reported to coloplast though not verified, patient was implanted with coloplast pelvic mesh products on (B)(6) 2011. Later patient experienced mental and physical pain, has sustained permanent injury, autoimmune disorders, and has endures impaired physical relations.

Manufacturer narrative:
Although a coloplast device was cited in this report, a product name or item number was not provided. Additionally coloplast has not been provided any corroborating evidence to verify the information contained in this report.